Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call keypad anomaly and blank display on the insulin pump. Customer's blood glucose level was unknown. Customer advised the display screen was blank and the buttons were unresponsive when pressed. Customer's mother advised they would call back to complete the troubleshooting process.